Event description:
A distributor in (B)(6) reported that a (B)(6) child had disconnected the tube from the prongs of an opt316 optiflow junior nasal cannula and that the child sustained a small cut on the cheek. A second cannula of a larger size, an opt318 junior cannula, was then reportedly placed on the child but also became damaged. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: we were informed that the patient had pulled the opt316 cannula apart and had somehow received a cut on the cheek. A second cannula of a larger size, an opt318 junior cannula, was then reportedly placed on the child but this too apparently became damaged in the same way. Further inquiries revealed that the patient was now fine and well. The complaint cannulae were not returned to fisher & paykel healthcare for evaluation, but photographs were provided of the subject opt316 cannula, and were visually inspected. Results: visual inspection of the photographs provided showed an opt316 cannula; the right side of the flexitube had been pulled and stretched where it joins the cannula. Although the tubing was stretched, the metal spring was still intact and attached to the cannula. A lot check was not performed as lot information was not provided. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. With regard to the reported injury, the cannula does not have any sharp edges. It is constructed of soft, pliable material and is designed to sit comfortably on the patient's face. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.